Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Event date is 2005. Brand name is capsure sp novus. Type of device is implantable pacing lead. Model is 5092.

Event description:
High threshold